Event description:
A customer reported that they obtained high readings on a hospital's precision xceed meter and was admitted. A reading of 131 mg/dl was obtained on the above meter, which is used by the hospital for the treatment of emergency cases, compared to 39 mg/dl with a laboratory meter within a 10 minute time frame. When plotted on a parkes error grid the results fall in the 'd' zone, results in this zone are deemed clinically significant. There was no report of death, serious injury or permanent impairment associated with this case.

Manufacturer narrative:
The product has been requested for investigation and a follow up will be submitted once results are available.